Event description:
Customer reported erroneous high access hypersensitive htsh (human thyroid-stimulating hormone) test results were obtained for one patient when using the access 2 immunoassay system. Repeat analysis was performed with another methodology. The test results were within the normal range. Samples were sent to beckman coulter, inc (bci) for testing. The laboratory at bci confirmed the presence of a heterophile antibody which caused the erroneous low test results. The erroneous result was reported out of the laboratory. While there is no report of adverse event or serious injury related to this event, it is unknown whether there was a change to patient management.

Manufacturer narrative:
The sample was tested at a laboratory at beckman coulter, inc. The laboratory confirmed the existence of a patient source interferent for the sample received from the customer. The interference likely relates to heterophile antibodies. This interfering compound caused reproducible high tsh test results. Product labeling states: "for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the patient sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing e.g. Hama, that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in patient samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of patients suspected of having these antibodies." Root cause was determined to be due to the presence of heterophile antibodies in the patient's sample. This reportable event was identified during a retrospective review conducted between january 01, 2008 and october 23, 2010 of complaints for additional reportable events.